Manufacturer narrative:
The product was returned for evaluation. According to the evaluation, the product identity was confirmed. The non-conformance database was reviewed in the evaluation and no non-conformances were found for this lot. The instrument was visually evaluated and shows signs of normal use. The instrument was functionally tested in the evaluation by bending it. The bender functioned as intended with no sticking. According to the evaluation, the complaint could not be confirmed as the instrument functioned as intended. The most likely underlying cause for the complaint was determined to be customer preference. According to the evaluation, there are no indications of manufacturing defects.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
The sales associate reported the bender was sticking during a procedure. No adverse event reported.